Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During an ICD replacement, an insulation break was observed. The physician decided to cap the lead.